Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
During follow-up, the patient was unable to feel the vibratory alert upon testing. The alert was confirmed to be functioning correctly and the physician believed it to be a patient related issue. The device was explanted and replaced. The patient is in good condition following the procedure.